Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while performing defibrillation energy testing for 360 joules, the device was delivering 480 joules. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while performing defibrillation energy testing for 360 joules, the device was delivering 480 joules. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.